Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified two g7 liners, no other observation could be made related to this event. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a hip revision, the neutral and high wall liners did not seat. There was no soft tissue between the cup and liner and the screw was flush into the cup. The surgery was completed with a dual mobility liner. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp-(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02231.